Event description:
While surgeon was drilling bone for a right bunionectomy with osteotomy, the tip of the drill bit broke off in the bone. Surgeon elected to leave the broken tip in the bone.

Manufacturer narrative:
(B)(4). Additional information has been requested. Subject device is an instrument and is not implanted. Subject device has been received and is currently in the evaluation process.